Event description:
Complainant alleged that while attempting to monitor a (B)(6) female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Please reference medwatch report 1220908-2014-00727 for the second device in this patient event. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.